Event description:
The pt presented with a ruptured basilar apex aneurysm and grade 5 subarachnoid hemorrhage (sah). Appropriate medication was administered for the sah although the pt was given a poor prognosis upon initial assessment. During the procedure, attempts were made to place a coil with and without balloon assistance in the aneurysm. These were unsuccessful due to the left posterior aneurysm's wide neck and blood flow into the cerebral artery due to a left parietal arteriovenous malformation (avm). The physician deployed a stent (subject device) across the aneurysm neck. Following deployment of the stent angiography revealed some pooling in the interpeduncular cistern suggesting a rupture of the aneurysm. The physician proceeded to coil the aneurysm. Following placement of the first coil, extravasation was noted and heparinization was reversed. No extravasation was noted after placement of the second coil. However, angiography taken after placement of the third coil demonstrated resumption of contrast extravasation into the interpeduncular cistern. Details of the forth and fifth coil were not reported. An angiogram taken at the conclusion of the procedure showed the aneurysm dome to be reasonably packed. However, contrast extravasation was still noted. The pt is reported to have expired although the details and date of death were not disclosed.

Manufacturer narrative:
Outcomes attributed to the adverse event (death): date of death unk.